Event description:
This ra lead was implanted on (B)(6) 1997 and remains implanted at the time. An additional information received that this lead was involved an infection. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).